Event description:
It was reported that the 2600 system displays intermittent "table not ready" error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the control display board and display buffer board. The system was tested, and found to be working as intended and placed back into service.